Event description:
It was reported that the clinician went to "give a bolus of morphine from pca dose request cord at 8:38am and red screen system error" displayed. The clinician does not recall if the button was pushed on the screen but "all modules shut down." It was reported that precedex was infusing at the time of the event, which was moved to a different pcu than the pca. The event was reported to bd associate during site visit. Incidentally, bd associate observed a "large crack in the auto ID module." The event occurred in neonatal intensive care unit. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.